Event description:
It was reported that: "a primary hip was done on (B)(6) 2010. Pt developed a hip infection. Wash out and removal of liner, neck, and head were performed. Same implants replaced after wash out."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info (including x-rays and medical records) was requested. If additional info becomes available, the eval summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 4845-4-410, lot# g2996390, description: abgii modular short neck. Cat # 6570-0-036, lot# 30990601, description: delta v-40 ceramic head 36/-5. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.